Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.